Event description:
It was reported that prior to use with bd syringe 0.3ml 29ga 1/2in the scale marking were discovered to be misaligned. The following information was provided by the initial reporter, translated from japanese to english: the scale was misaligned and the appropriate volume could not be drawn.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-03. H6: investigation summary: customer returned (19) 3/10cc, 12,7mm, 29g syringes in open poly bags from lot # 0055935. Customer states that the scale was misaligned and the appropriate volume could not be drawn. All returned syringes were tested using the plug gauge and 5 out of 19 samples exhibited the scale marking placements out of specifications. A review of the device history record was completed for batch # 0055935 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that prior to use with bd syringe 0.3ml 29ga 1/2in the scale marking were discovered to be misaligned. The following information was provided by the initial reporter, translated from (B)(6) to english: the scale was misaligned and the appropriate volume could not be drawn.